Event description:
The customer was using ratcheting screwdriver and the heads broke off of two separate screws. The sales rep was in the case and monitoring use. All products used were stryker products. Because it is a gbat case, they removed part of the chin so the screws were able to be removed.

Manufacturer narrative:
Investigation in progress, but not yet complete.